Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5078737. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had a hole in the right port. There were no visible signs of perforation. The leak was observed after the bag was filled with unspecified liquid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.